Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that undersensing was observed on stored vf. Therapy was aborted as a result. The rhythm returned to sinus later. Reprogramming was to be discussed.